Event description:
Teh pt was screened with digitally enhanced fluoroscopy for the second time today. There is an apparent fracture 1-2 cm from the anode with slight "tenting" of the sheath material. No decision has yet been made regarding extraction.